Manufacturer narrative:
Review of the driveline manufacturing records did not reveal any non-conformances or deviations which relate to the reported event. The driveline connector was evaluated by a manufacturing representative which confirmed the reported electrical faults resulting in the cleaning of the driveline connector. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, "electrical fault" alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. (B)((4).

Event description:
It was reported that the patient experienced electrical faults on (b)((6) 2014 and log files were sent, analyzed, and electrical faults were confirmed. On february 19, 2016 a manufacturers representative traveled to the site to inspect the driveline. The patient was taken to the surgery room and prepped to perform further inspection of the driveline connector. A cleaning procedure was performed to remove discoloration from pins. The procedure was "stopped after first cycle (pump off time 1 min). Patient did not tolerate pump off time (cramping)."